Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, including a lowest blood glucose of 35 mg/dl, and stated they require aggressive carbohydrate intake to correct lows, at times disconnecting from the pump around 70 mg/dl while noting the system suspends insulin when low or trending low. Symptoms included hypoglycemia. Outcomes included urgent low glucose and low glucose events. Troubleshooting and education were completed with guidance on treating lows using oral glucose, juice, or other fast-acting carbohydrates. Investigation included technical review and user education. Investigation of this case revealed no device malfunction reported and user behavior that included intentional disconnection and aggressive correction. It was concluded that the cause of hypoglycemia was unclear and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.